Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-apr-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the helmer was failed and will not connect. A field service engineer (fse) shut down and restarted both the fridge and the med station, but the system did not come back online. The network cable was checked and replaced, but this did not resolve the issue. The engineer inspected all connections on the interface and relay access controller (irac) board and verified the network connections. Upon checking the fridge router, it was found to have no lights or power. Fse retrieved a replacement helmer router and installed it. Then fridge powered up and was successfully recovered. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ es refrigerator was not detected on bus. The customer stated that there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.